Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that his son experienced hyperglycemia and had issues with insulin pump. It was reported that the customer had high blood glucose levels of 27 mmol/l to 33 mmol/l. It was reported that the customer was treated with manual injection. It was reported that the customer' current blood glucose level was 10.2 mmol/l. It was reported that the high blood glucose event began on (B)(6) 2018 and the infusion set was changed on (B)(6) 2018. Troubleshooting was performed. The customer reported that the drive support cap was normal. The customer stated that there were two motor error alarms inside the insulin pump history. It was reported that the customer was able to complete the rewind process. The customer was advised to replace out the insulin pump. Product is not expected to return. )